Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to wear of the polyethylene acetabular liner that led to dislocation. The surgeon noted metallosis during the revision procedure because the head and cup were rubbing against each other as a result of the worn liner. The acetabular liner was reported to have been replaced during the revision.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date/product identification - unknown; date implanted - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.